Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. A peritoneal dialysis registered nurse (pdrn) reported that the patient had an overfill due to the patient reported a manual drain of 4,000 ml. Upon follow up with the patient the reported event was confirmed. The patient only filled with 2004 ml on the first cycle with the pd cycler and after a dwell period they disconnected and manually drained 4000 ml. This drain volume is 200% of the patient's prescribed fill volume of 2000 ml. As a result of the iipv event, a replacement cycler was issued and the technical support representative advised the patient to discontinue use of the cycler and to notify their pdrn of the replacement. It was reported that an alternate treatment plan was available. The reported cycler was scheduled for pickup to be returned to the manufacturer for a physical evaluation. Upon follow up with the pdrn, it was reported that treatment was completed with continuous ambulatory peritoneal dialysis (capd). The patient experienced abdominal soreness due to the event but did not experience any adverse events, injuries, nor require medical intervention. The patient has received a new cycler which is working well and is continuing peritoneal dialysis therapy with no further issues. The patient¿s pd orders are: ccpd with two exchanges of 2000 ml with 3 hr dwells. The strength of pd solution varies between 1.5% and 2.5%. The patient has no daytime exchange nor last fill. The pdrn is unsure if the reported cycler has been returned to the manufacturer.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer. Mushroom head damage was noted during an external visual inspection. There were no visual indications of particulates observed. There were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. An as-received simulated treatment was initiated and passed. The cycler weighed fill volume values were within tolerance for a liberty cycler. The cycler underwent and passed a system air leak test, load cell verification check, and a valve actuation test. The cycler tested negative for glucose. An investigation of the cycler mushroom heads failed. A scratch was observed within the lower quarter of the pump b mushroom head dome. There were no other visual discrepancies observed during internal inspection. A review of the device manufacturing records was conducted and there were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, no malfunctions were found that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined. The cycler was refurbished following the evaluation.